Manufacturer narrative:
Field experience of backup vvi was verified in the laboratory. Analysis of the memory map indicated that the device had a power-on reset (por) during high voltage therapy delivery. The stored egms showed noise on the v sense channel. When the device was tested on the bench, two of the device¿s high voltage output transistors were found to be damaged. It is believed that the device delivered into a low impedance load, which caused por. Cause of low impedance load could not be determined.

Event description:
It was reported that the ICD could not be interrogated as it was in backup vvi mode. The patient experienced discomfort from muscle stimulation. The ICD was explanted and replaced and the patient was fine following the procedure.